Event description:
It was reported that the patient presented remotely. Upon review it was discovered that the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. No programming changes were performed. There were no patient consequences.